Event description:
Reporter alleged discrepant back to back results of 510, 410, 200, and 150 mg/dl when all tests were performed 1 min apart. As a result of the readings, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.